Event description:
It was reported via repair work order that the head end lift was stuck in an elevated position due to cpu board malfunction and stripped coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.